Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the insulation on the scissors was defective before the end of its life. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was insulation of the scissors. No abnormalities prior to use. It was unknown what surgical task was being performed. There were no problems opening/closing of the handles. The mcs accessory was properly installed during the surgical procedure. It was unknown if any part of the orange-colored surface was visible after the mcs tip cover accessory was installed. It was unknown if the mcs tip cover accessory installed beyond the orange surface. It was unknown if the installation tool used. It was unknown electrolube or other lubricant applied to the mcs instrument before installing the tip cover. There was no damage to the tip cover detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found the tube extension to have scratch marks/abrasions to be related to the customer reported complaint. The instrument exhibits scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. The tube extension scratch marks measured roughly 0.7mm x 6.4mm. There was no material missing. The complaint regarding insulation damage was confirmed by failure analysis

Event description:
Refer to h11 for follow-up information.